Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow-up. The pacemaker could not be interrogated. It was noted that the patient may have received a competitor device in (B)(6) 2018. No additional information was reported.